Manufacturer narrative:
Frequent "abnormal sample aspiration" and "sample short" alarms were observed on the alarm trace data. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial report stated the second instrument line, c702 module serial number was (B)(6). The second instrument line, c702 module serial number was (B)(6).

Manufacturer narrative:
The field service engineer (fse) decontaminated the line and confirmed the cuvette levels. The ultrasonic mixers were checked and adjusted. The fse ran daily and weekly maintenance, cell blank, and a photometer check. Calibration and qc passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the crep2 (creatinine plus ver.2) assay on a cobas 8000 c702 module, serial number (B)(6). The following examples of discrepant crep2 results were provided by the customer: patient sample 1: the sample initially resulted in a crep2 value of 259 umol/l and repeated as 179 umol/l on the second instrument line, c702 module serial number (B)(6). Patient sample 2: the sample initially resulted in a crep2 value of 60 umol/l. The sample was repeated three times on the second instrument line, c702 module serial number (B)(6), resulting in values of 42 umol/l, 45 umol/l and 111 umol/l. It was asked but it is unclear which results are correct. No questionable results were reported outside of the laboratory.